Event description:
Boston scientific received information via the patient's remote monitoring system that the implantable cardioverter defibrillator (ICD) with the right ventricular (rv) lead exhibited low out-of-range (oor) pacing lead impedance of less than 200 ohms. Boston scientific technical services (ts) reviewed and discussed that there is no evidence of noise on presenting or stored electrograms (egms) and the change in impedance is not large compared to recent history. Additional information indicated that a lead revision was performed. Further, the physician replaces the rate sense portion of the lead and no obvious breach was found. Thereafter, synchronized shock and defibrillation threshold (dft) test were performed with adequate impedance. Moreover, additional information received that the device was explanted after the patient needed t o have a pocket evaluation of a hematoma and physician requested a new device. The ICD was no longer in service, the rv lead was partially removed. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.